Event description:
It was reported that the user received repeated ¿unable to proceed¿ alarms during a supply change and subsequently performed an unintended factory reset of the ilet pump; the user switched to backup therapy and planned a guided supply change to determine if replacement supplies were needed, consistent with a mechanical device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.